Event description:
It was reported that the right ventricular (rv) lead threshold had increased from 0.3 volts at 0.5 milliseconds when implanted to 1.25 volts at 0.4 milliseconds at recent follow up. It was noted that the other electrical measurements were acceptable. The rv lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2011. (B)(4).